Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during gastrostomy procedure performed on an unknown date. During the procedure, the wire at the tip of the catheter was cut. The procedure was completed with the same original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of loop/snare break.